Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited increased/high thresholds the day after implant. The impedance increased from 600 to 2000 ohms and were high. The rv was explanted and replaced. It was noted that after retraction of lead, visual check shows fluid under outer insulation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.